Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that resistance was felt during the fill cartridge step. The pump supplies were changed and the cartridge was successfully filled. The customer's blood glucose (bg) level was over 500 mg/dl with a high level of ketones. Insulin injections were administered to address the bg level.